Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 97740, serial# : (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-mar-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient had their ins removed. Patient thought that something was wrong with the leads for the stimulation was not hitting the back like it should have. Patient thought that the issue started right after ins implant in 2014. Patient was wondering what they should do with their external pieces of equipment, pss reviewed with patient on how to dispose their equipment. An email was sent to the repair department to send patient a (B)(6) return label, so the patient could return their patient programmer.